Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) 481 mg/dl, unspecified organ damage, and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. No information was provided regarding the release date and if any permanent damage was sustained; however, customer indicated the issue was resolved. System check with tandem technical support confirmed the pump was functioning as intended.